Event description:
Could not breath [dyspnoea]. Choked on piece of toothbrush [choking]. Threw up [vomiting]. Device breakage (piece of oral b toothbrush broke off while brushing teeth) [device breakage]. Sore throat - painful [oropharyngeal pain]. Scratched inside of throat [pharyngeal injury]. Case description: a consumer reported that they, an adult female age unspecified, used the oral-b vitality series toothbrush on (B)(6) 2009 and a piece of her toothbrush broke off while she was brushing (device breakage). She could not breathe, choked on the piece of toothbrush and then threw up. The consumer was able to dislodge the broken piece of the toothbrush by vomiting. The case outcome was recovered. Concomitant medications included: zoloft. Exact product used previously: yes, twice daily beginning (B)(6) 2008 through (B)(6) 2009. No further info was provided. On (B)(6) 2009, safety follow-up phone call to consumer: the consumer reported that the piece of toothbrush was down her throat and may be scratched the inside of her throat. Her throat has been sore and is still a little painful. No further info was provided.

Manufacturer narrative:
The product version and batch lot number was not provided from the consumer therefore unable to proceed with device eval. Have attempted to contact consumer via telephone to obtain product info and also have requested product from consumer via letter correspondence. The product has not been received to date to initiate product investigation. Therefore we have not been able to identify how the brush broke, if the piece could have led to a serious injury, or if the brush head is counterfeit. Once requested product is received will proceed with product investigation and batch retain investigation.